Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The atp board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Board was under analysis at the time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant indicated that the x-ray was disabled. There was no patient present when this issue was observed.

Manufacturer narrative:
The atp board was returned to the manufacturer for analysis. Analysis found an electrical failure with this component, which was the cause of the event. If information is provided in the future, a supplemental report will be issued.